Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system was exhibiting noise and oversensing on the right ventricular (rv) lead channel along with an increase in rv pacing thresholds. Furthermore, the patient was experiencing a relapsing fever. Subsequently, the physician elected to perform a revision procedure. Upon opening the pocket it was revealed that the patient was experiencing a pocket infection. The system was then explanted. It was reported that the physician noted damage on the rv lead between the tip and ring. The lead was to be returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. There was dried blood past the helix mechanism up through the lumen. The insulation between the helix housing and the anode electrode were twisted and the insulation was cut at 148-150 millimeters from the terminal pin exposing the coils. This damage most likely occurred during the explant due to the removal of the suture sleeve. The lead was found to be electrically continuous. The clinical observations were unable to be reproduced during laboratory analysis.